Manufacturer narrative:
Continuation of d10: 5867-3m adaptor implanted (B)(6) 2021. 439888 lead implanted (B)(6) 2020 5086mri52 lead implanted (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their spouse found them laid back on the bed ¿discombobulated¿ and noted that they felt their heart racing. The patient noted that when they went in, they were told that ¿a lead was disconnected and did not work correctly.¿ the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No further patient complications have been reported as a result of this event.